Event description:
It was reported patient underwent an irrigation and debridement procedure and im rodding procedure on (B)(6) 2014. During the procedure, the driver loosened and the connector bolt fractured while advancing the nail. The fractured bolt was removed from the patient. A second connector bolt was attempted but also fractured. The fractured bolt was removed from the patient. Surgeon extracted the nail and a competitor nail was utilized to complete the procedure. An hour delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.